Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced tape not sticking on(B)(6) 2026. The infusion set was not adhered due to not sticky enough. No further information available.